Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor passed essential performance testing. However, upon evaluation, the unit was run for 24 hours during which one abnormal shutdown occurred. The cause of the abnormal shutdown is a defective u104 pxa component. The root cause of the defective u104 pxa component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.